Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Medication is leaking at the connection point between the catheter and the IV set. No patient serious injury was reported

Manufacturer narrative:
The complaint of a leak at the connection was confirmed and the cause appeared to be manufacturing related. One photograph and one 24g insyte autoguard IV catheter were provided for investigation. The IV catheter was received attached to an extension set and drip bag. A functional test revealed no leaks at the connection between the IV catheter and the extension set; however, a leak was observed in the catheter tubing. A hole was identified in the catheter tubing near the tip. The tubing appeared to be damaged around the hole. Due to the observed deformation, the catheter material was likely damaged during the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.